Event description:
Ii was reported that this cardiac resynchronization therapy pacemaker (crt-pl and non-boston scientific right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. Also exhibited were variances or spikes in the non-boston scientific right atrial (ra) lead pace impedance measurements, ranging from 400 ohms to the 1,500 ohms range. Boston scientific technical services (ts) discussed spring contact issues with non-bsc leads and troubleshooting options. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).